Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with a medication change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt) as ventricular ta chycardia (vt) and delivered inappropriate therapy to the patient. Furthermore, anti-tachycardia pacing accelerated the patient's rhythm. The ICD remains in use. No further patient complications have been reported as a result of this event.